Event description:
It was reported "double pumping, severe ECG and ap artifact". Additional information states that the iab catheter was replaced and the iab pump was swapped in an attempt to continue therapy. The reported issue was resolved with the catheter being replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#:3010532612-2024-01145.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "artifact during pumping" is confirmed based on the pictures and videos provided in the complaint. The pictures show artifacts on the ECG and ap waveforms while pumping. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the artifacts on the ECG/ap waveforms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "double pumping, severe ECG and ap artifact". Additional information states that the iab catheter was replaced and the iab pump was swapped in an attempt to continue therapy. The reported issue was resolved with the catheter being replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#:3010532612-2024-01145.